Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving fentanyl, 200 mcg/ml concentration at 49.87 mcg/day dose, clonidine, 25 mcg/ml concentration at 6.234 mcg/day dose, baclofen, 200 mcg/ml concentration at 49.87 mcg/day dose, dilaudid, 40 mg/ml concentration at 9.974 mg/day dose and lidocaine, 20 mg/ml concentration at 4.987 mg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that motor stall was seen at initial interrogation. The patient did not recently have a magnetic resonance imaging. Pump status and/or event log reported motor stall occurred: motor stall (active) and stopped pump period may exceed tube set. Patient was in the hospital due to back surgery and she was called to assist with a refill. The rep stated that when she interrogated the pump, she noticed that the pump was stalled. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the surgery was not related to pump/therapy issue. There was potential replacement but motor recovered and pump was refilled. The motor stall event had been resolved. Patient weight was unknown. Pump was not explanted, back in service. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.